Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient reports device partially extruding out of incision site beginning on (B)(6) 2023. Device remains implanted at this time. Should additional information become available, this file will be updated.